Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adhesive issue was reported with the abbott diabetes care (adc) sensor. The sensor prematurely detached and the customer was unable to obtain readings. As a result, customer experienced tremors and hypoglycemia and treated themselves with cane-sugar yogurt and cakes. There was no report of death or permanent impairment associated with this event.